Event description:
The customer reported a high blood glucose level of 300 mg/dl, obtained from a continuous glucose monitor (cgm). There was an adverse impact on the customer's blood glucose level, as indicated by the reported value. During the call, the customer took corrective action by administering a bolus and noticed air bubbles in the tubing before the call concluded. Although a supplies or system check was offered, the customer chose not to proceed with it. No additional information regarding the complete resolution of the event was provided.